Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced tape on the quick release base does not stick and falls off on (B)(6) 2026. No further information is available.